Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
During the implant procedure of the right ventricular (rv) lead, the helix mechanism was unable to be extended prior to being placed in the patient. Furthermore, the pacing lead impedance (pli) was high. A new lead was used to complete the procedure and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood and tissue. X-ray imaging showed that the inner coil inside the connector region was over torqued which is consistent with procedural damage. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood and tissue and over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported event of helix would not extend was confirmed, while the reported event of high pacing lead impedance was not confirmed.